Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The noise was not able to be reproduced with isometrics. Other electrical measurements were normal. No intervention or patient symptoms were reported.